Event description:
The patient's chest was scanned twice due to a contrast injection malfunction. The contrast injector syringe separated and popped off of the injector machine during pre-monitoring. Some contrast triggered monitoring and the scan, but injection stopped midway and there was no enhancement on image. The syringes were defective, so they were reloaded with contrast and saline and the scan was repeated with enhancement. Bracco has acknowledged that the issue was escalated and has been known since november 3rd. Subsequently, bracco conducted a thorough root cause analysis, identifying moisture in the manufacturing line as the underlying cause of the defects. The specific lot implicated in the issue is lot #243. Bracco has clarified that, despite the identified defects, there is no FDA recall requirement. This decision is based on the assessment that the number of defects falls below the regulatory threshold, considering their large-scale manufacturing output in the millions, with fewer than 80 reported defects.